Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: the reason for the patient being in the hospital is unknown. However, there is no allegation of a device malfunction or deficiency leading to the hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The event was reported by a registered nurse during a call to fresenius technical services for an unrelated device malfunction. There were no specifics provided on the patient¿s hospitalization other than the patient being hospitalized the night before. There was no allegation nor indication that the hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, a response was not received.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for unspecified reasons. The event was reported by a registered nurse during a call to fresenius technical services for an unrelated device malfunction. There were no specifics provided on the patient¿s hospitalization other than the patient being hospitalized the night before. There was no allegation nor indication that the hospitalization was related to the use of a fresenius device, drug, or product. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.